Event description:
It was reported that prior to an angioplasty procedure, external film allegedly fell off the internal balloon before the external protector was removed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510 k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The sleeve was not returned. The outer was detached from balloon at the proximal bond. The inner was stretched, three kinks, two close to detachment site at outer bond and a third 9mm from balloon bond detachment site were also noted. Two images were also provided for review but due to the poor images resolution an accurate determination couldn't be made. The damage to the device - the outer detachment, the stretched and kinked inner suggest that user handling (excessive force) was responsible for the damage, likely occurring during the removal of the sleeve during device preparation. The result of the investigation is inconclusive for the reported balloon sleeve removal issue. The root cause for the reported balloon sleeve removal issue could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instruction for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: description: ¿ the bantam¿ percutaneous transluminal angioplasty (pta) balloon catheters are non-reusable semi-compliant coaxial design catheters consisting of an over the wire (otw) catheter with a balloon mounted on its distal tip. ¿ the hub/¿y¿ connector consists of a guidewire lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon ¿ the silx2¿ coating is a silicone coating which provides improved lubricity to the balloon shaft. ¿ a 0.018¿ (0.457 mm) guidewire is recommended for use with the bantam¿ pta balloon catheter. Balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use the catheter prior to the ¿use by¿ date specified on the package. ¿ this catheter is not recommended for pressure measurement or fluid injection. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ before removing catheter from sheath it is very important that the balloon is completely deflated and all contrast media completely evacuated. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. Insertion and inflation note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Note: do not exceed the rated burst pressure. H10: d4 (expiry date: 02/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.